Event description:
The customer reported that the insulin pump's display was blank, and the battery life was shorter than usual. The customer confirmed that the insulin pump had been dropped. During troubleshooting, the customer inserted a new battery and the display returned. Blood glucose level at the time of the incident was not provided. The patient was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.